Event description:
A customer contacted beckman coulter inc. (Bci) stating that the contents of the nucleated red blood count (nrbc) mixing chamber overflowed after the drain became obstructed with pieces from the sample tube caps that were pierced as part of the normal sampling process on the unicel dxh 800 coulter cellular analysis system. The fluid overflowed onto the air mix and temperature control module (amtc) drip tray and onto the sample transport module (stm) and was initially observed by the customer when unloading the cassettes after sampling. There was no exposure to mucous membranes (eyes, mouth, and nose) or open wounds. There was no death, injury, or medical intervention reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse removed the plug from the chamber, clean and disinfected the affected area, and replaced the probe and probe wash collar. Additionally, the fse upgraded the computer software. The fse determined that the root cause is attributed to the pieces of the tube stopper were sticking to the sample probe and falling off the probe into the nrbc mixing chamber.